Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open ventral or umbilical hernia repair and mesh was implanted. The mesh was coming apart and the patient developed a recurrent hernia. There is no additional information available.